Manufacturer narrative:
Gbo complaint (B)(4). We have not received samples or photographs for investigation from the customer. We have no further inventory for this material/batch. No findings available as samples were not returned from the customer.

Event description:
Customer states they are experiencing vacuum issues.